Event description:
It was reported that a 2 stage left hip revision surgery was performed due to infection. The patient was revised to an antibiotic spacer on (B)(6) 2015, 2nd stage revision performed (B)(6) 2015. Further left hip revision performed (B)(6) 2016. On (B)(6) 2016 further left hip dislocation of the left hip occurred and required intervention.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.